Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23052. It was reported the asymptomatic patient presented for a post operation follow up. Upon interrogation, it was observed the implantable cardioverter defibrillator was oversensing myopotentials, and had poor r wave sensing on the right ventricular lead. The lead was also showing high capture threshold the following day after implant. The lead was repositioned successfully with no issues. The patient was stable.